Event description:
It was reported that the device is showing service error. No patient injury was reported.

Manufacturer narrative:
The returned device first time in for service after 6 months in the field and the failure resulted from defective main board no longer detecting spo2 functions. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.